Manufacturer narrative:
Unable to prime insulin pump during prime test due to loose motor support disk. The insulin pump received with scratched lcd window.

Event description:
The customer reported a high blood glucose of 289 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the high pressure test twice. The customer also stated that the cap under the reservoir compartment fell off. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.